Event description:
As reported by an edwards lifesciences field clinical specialist, a distal tip split was observed on a 16fr esheath+. A 29mm commander delivery system was used to deploy a 29mm sapien 3 ultra resilia valve in the native aortic annulus. It was noted that the delivery system had been torqued during the procedure due to a horizontal heart and a left subclavian approach. During valve deployment, the delivery system balloon would not completely inflate. Approximate inflation time was 10 seconds, and the deflation time was an additional 10 seconds. Asymmetrical inflation was not observed. The valve was deployed in the intended location but was left under expanded. There was no issue withdrawing the delivery system through the 16fr esheath+. A second delivery system was opened and inserted through the same esheath+. The second delivery system was used to fully expand the valve, which was completed without incident. There was no injury to the patient, and the patient was discharged. It was noted that the 16fr esheath tip was damaged, which was thought to have occurred when the delivery system was torqued, and was a result of delivery system manipulation. The perceived root cause of the delivery system's inability to completely inflate is unknown. There was no damage noted to the delivery system, stop cock, or tubing. Image of the sheath post procedure was provided, and a distal tip split was observed. Per the reporter, there was no note of slow inflation or deflation times during device preparation. There was no resistance advancing the sheath, and there was no noted unusual resistance advancing the delivery system through the sheath. There was no resistance removing the sheath and no difficulties removing the delivery system.

Manufacturer narrative:
Investigation is ongoing.